Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported unknown side "bilateral deflation." Device has been explanted.

Event description:
Healthcare professional reported unknown side "bilateral deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the plug strap disk shell. Leak test and microscopic analysis was performed which identified: device no leak and delamination total of the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. A delamination total of the plug strap disk shell (adhesive failure).